Event description:
Stryker drill 7 drill became defective during knee arthroplasty 3mm pin retained in the bone, not safe to remove. Left in patient. Disclosed to patient. Operative note: 2 stab incisions of the tibia were made over the medial aspect of the tibial diaphysis and 2 pins were placed. During insertion of the first pin, the drill stryker system 7, was found to be defective. The gear system was off. I had only placed the wire into the bone less than a centimeter but then stopped to change out the drill for a working one. I reattached the drill to the wire and restarted this portion of the procedure. Upon removal of the pin it was noted that the pin tip, approximately 3mm, had sheared off into the very hard bone. I attempted to retrieve the lip through the stab incision but was unable to see the tip as it was into the cortex. I felt that retrieving the pin tip would cause unnecessary bone removal and create a possible stresserizer. I heavily irrigated the area to remove bone debris and made a decision to leave the pin tip. I redirected with a new pin, followed by a second pin through a separate stab incision. No harm to patient.